Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing the lead to achieve capture. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood in/on the helix/lobe mechanism.